Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient as was hospitalized with hyperglycemia while on the pump. The reporter stated that the patient had a blood glucose of 600 mg/dl. The patient was allegedly treated with insulin via injection and intravenous fluids while at the hospital. The patient had remained on the pump at the time of the call. The reporter stated that the pump¿s time and date was resetting to the factory default when the pump was powered off and on. The pump¿s user guide instructs the patient to verify the time and date of the pump before continuing. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: the black box showed a time/date reset after a power on reset on (B)(6) 2016 at 01:28; deliveries resumed at 02:36. Power on reset also recorded on (B)(6) 2016 at 23:18 with deliveries resumed at (B)(6) 2016 at 00:08. The pump was exercised for 24 hours. After 24 hours, the battery was removed for 6 hours. Investigation confirmed when the battery was reinserted after 6 hours without power, the time and date reset to default setting. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Investigation of the pump¿s interior components revealed the bt1 internal battery was leaking power. Investigation confirmed the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).